Manufacturer narrative:
It was also reported the device alarmed for system error 105. There was no known patient injury or medical intervention associated with this event. No additional information is available. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found in specification in relation to the reported downstream occlusion alarms which were not reproduced. Downstream occlusions were verified through a review of the event history log. The device passed downstream occlusion testing and was found to operate as designed therefore no correction was required. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported system error 105 alarms which were not reproduced. System error 105 alarms were verified through a review of the event history log and found to be caused by a failed motor. The motor assembly was replaced to correct this condition. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced downstream occlusion alarms. There was no known patient injury or medical intervention associated with this event. No additional information is available.